Manufacturer narrative:
Additional information received on march 15, 2024 indicated that the right side device information is as follow: cat: 3504751bc, sn: (B)(6). The patient also experienced bilateral capsular contracture grade iii, and visible bump on left breast, small bump on right breast. Ultrasound at tower radiology (B)(6) 2018 indicated that the bump is from the implants not the breast tissue. As a result, patient scheduled for bilateral removal on (B)(6) 2023. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con grade iii, palpable implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: breast implant palpability/visibility, bubble. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 475cc on the left and unknown mentor silicone on the right side prosthesis experienced left sided silent rupture, bilateral breast implant palpability/visibility, and bilateral bubbles post procedure. The issue of rupture was confirmed by ultrasound examination. The bilateral sonogram examination showed bilateral implant bubbles, and bilateral palpable implant . Tiny air bubbles within the implants bilaterally in the areas of palpable concern. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
Follow up: (1) in section h10, reported incorrect date of removals year. Correction: (B)(6). 2024. Manufacturer¿s reference number: (B)(4).